Event description:
Joint swelling [meniscus injury] [joint swelling]. Joint effusion [meniscus injury] [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) old male patient, initials (B)(6) with knee meniscus injury. The patient's medical history was not provided. On (B)(6) 2011, the patient initiated synvisc (hylan g-f 20) 2 ml injection. On (B)(6) 2011 and (B)(6) 2011, second and third dose of synvisc were administered. The evening after the third injection he developed joint swelling. The following day, (B)(6) 2011, he visited the hospital to have a steroid injection. The same day, 78 cc joint fluid aspiration was performed and no crystal was detected. Bacterium culture was negative and no infection was found. Therapy with synvisc was already completed. On (B)(6) 2011, the event of joint swelling resolved. The outcome of the event of joint effusion was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician assessed the relationship between synvisc and the event of joint swelling as definitely related. The relationship between synvisc and the event of joint effusion was not provided by the reporting physician.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2011. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and review by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.